Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose levels. She stated that he had been ill with heart and kidney issues, was waiting to go to rehabilitation, and his blood glucose began running high. The customer's blood glucose was over 500 mg/dl. She stated that not all of his issues for which he was admitted were related to diabetes. The cause of hospitalization per the doctor was diabetic ketoacidosis and high blood glucose. The caller stated that the customer was treated with an intravenous drip and antibiotics. The customer had been off the insulin pump prior to being admitted for 25 days due to kidney and heart complications. He also had presence of liquid in his lungs and enlarged lymph nodes. He was hospitalized for 2 days and would continue insulin pump therapy on (B)(6) 2015. The caller noted that the customer had been on and off of the insulin pump due to hospital visits.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.